Event description:
A patient reported that the top of the retainer hurts badly and it's too small. The patient marked true to discomfort, excessive bleeding, periodontitis and pain level 10.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.